Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The manufacturer representative reported that the patient had migrated cervical leads and the leads were explanted. It was reported that the full system was explanted and a new system implanted. No symptom was reported. The patient indication for use is non-malignant pain and complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.